Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing.

Event description:
It was reported that this pacemaker was coincidentally explanted with a lead that was stuck in the header. No additional adverse patient effects were reported. The device was returned for analysis.